Event description:
The pt experienced shocking /jolting and burning sensations which started about a month ago and go down her "left cheek". There was no accident or incident related to the event. The pt was at home in fair condition and was re-directed to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).